Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01787 and MFR. Report # 3005099803-2012-01820). It was reported to boston scientific corporation that a solyx single incision sling system and pinnacle pelvic floor repair kit were used during a procedure performed on or about (B)(6), 2009. On or about (B)(6), 2010 the patient was implanted with ams sparc sling system. According to the complainant, at some point the patient experienced dyspareunia and vaginal erosion. (Specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.